Event description:
As reported by an edwards lifsciences affiliate in portugal, regarding an implant of a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the valve deployment, at the end of the inflation with +2cc, the 26mm commander delivery system balloon burst (identified as balloon leak after imagining evaluation). The valve was already deployed and positioned. The balloon was retrieved without any issues and the patient did not suffer any consequence due to the event. As per medical opinion, the root cause of the event was probably a spike of calcium.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: pin hole leak observed on inflation balloon. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised and to became damaged during valve positioning and deployment in the landing zone due to the interaction between the balloon and sharp calcification. In this case, it was reported moderate degree of calcification of the native valve/annulus with spike of calcium. The interaction of the sharp calcifications with the balloon wall when deploying the valve could lead to the observed balloon leakage. Additionally, the balloon was inflated with extra volume (+ 2cc), which would have increased the balloon internal pressure, and increase the risk of balloon wall to contact the calcifications of the landing zone, thus increasing the risk for balloon damage. Based on the available information, patient factors (calcification) and procedural factors (overinflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.